Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from august 27, 2019 - august 28, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed which observed fluid remaining in the bladder. The reported condition was verified as fluid was found in the bladder; however a functional flow test was not able performed to verify the flow rate due to the nature of the sample. The cause of the condition could not be determined; however, the most probable cause is user related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor under infused medication to the patient. After the expected medication delivery time was complete, it was discovered that the full dose of medication had not been delivered to the patient as medication was still contained in the device. The device was filled with 8g flucloxacillin in 230ml sodium chloride 0.9%. There was no patient injury or medical intervention associated with this event. No additional information is available.